Manufacturer narrative:
Samples were collected in heparinized plasma tubes with a gel separator, centrifuged for ten minutes at 3500. All three levels of accutni quality control (qc) were with the customer's established ranges prior to and after the event. Routine system checks were performed on (B)(6) 2010; both passed within instrument specs. On (B)(4) 2010, the field service engineer performed a routine and high sensitivity system check; both passed within instrument specs. Performed qc; no issues were noted. There were no hardware issues which would have contributed to this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 2 of 3 reported by this customer. The related mdrs that have been reported are: 2122870-2011-03317, 03319.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for three pt samples when using the synchron lxi 725 clinical system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Physician questioned results. Repeat analysis was performed on the same analyzer and another analyzer. The test results were within the normal range. It is unk if there was any affect to pt treatment. No reports of death or serious injury as a result of this event. This is event 2 of 3 reported by the customer for three pts.